Manufacturer narrative:
(B)(4)

Event description:
It was reported that a ventilator display became blank. It is unknown if there was patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The replaced component was returned for investigation, and the reported malfunction was verified. Updated - the customer reported no patient involvement.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.